Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was provided during follow-up by the clinic manager (cm). The reported issue occurred at the beginning of treatment. The blood leak was noted as being an internal blood leak that could be visually observed by the clinic staff. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer however the cm noted that the dialyzer may have been dropped. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached with the information provided. As no lot number was provided by the complainant, a system delivery search was performed to identify all lot numbers with the reported catalog number shipped to the complainant in the three months prior to the occurrence date. There were 11 lot numbers delivered to the complainant in this time period. The production record for each lot identified on the patient¿s system delivery search was reviewed. Each lot that had an approved temporary deviation notice noted during production and are unrelated to the current event. There was no other indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.